Event description:
This lv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stated that yellow alert for lv intrinsic amplitude was out of range. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).